Manufacturer narrative:
(B)(4). The lens was not implanted and therefore not explanted.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) ejected from the cartridge before it was completely inserted into the eye. Additional information was received and it was learnt that the lens was removed and a new lens was implanted during the same procedure. There was no incision enlargement or vitrectomy performed. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/24/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens that the lens out of the sterile environment. The lens was observed with one detached haptic. The missing portion of the haptic was not returned. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.